Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the power unit is so deformed that the inner power circuit can be touched and the screw remains in the device due to lose screw. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had a loose screw in the device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h8. Based on the results of the investigation, the suggested event was confirmed. The probable cause for (1) ¿screw remains in the device due to loose / broken / loose / damaged screws¿ and (2) ¿power unit is so deformed that the inner power circuit can be touched¿ was determined as due to wrong handling by user or wear/damage caused by use/time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.